Event description:
A complainant alleged that she experienced nausea, stomach pain, headache, and a runny nose, after using pdcare surface disinfectant.

Manufacturer narrative:
The patient visited a general practitioner, where she had an ultrasound performed on her abdominal region. A blood test was also performed to investigate other possible causes for her symptoms. All of the tests results were normal and no diagnosis was made by the doctor. The doctor prescribed a medication to treat the nausea; however, the patient discontinued using the medication because it did not alleviate her symptoms. The patient feels better when she is away from the product. The product was returned and evaluated and was found to meet product specifications. A DHR review revealed that the product was released within specifications and acceptable parameters.